Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been having issues keeping the device charged for six to seven months as of (B)(6) 2017. The patient had been fighting and fighting. For the past year it had not been charged and the patient had not used it for about a year. A nurse practitioner at the healthcare professional¿s wanted to have a manufacturer representative (rep) come out to work with the patient. The patient was trying to arrange for a rep to check the ins. The patient also reported that it felt like his wires had slipped and when he strained the middle of his back it pops. The patient was to follow-up with a healthcare professional to page a rep and to resolve symptoms. The issues keeping it charged began in (B)(6) of 2016. The ins had not been charged and the patient had not used it since (B)(6) of 2016. The patient feeling that the wires slipped began in (B)(6) of 2016.